Event description:
It was reported that the customer messed up on the infusion set change where the paper backing got stuck. Customer found it hard to remove. Customer went through 3 infusion sets and stated that after she delivers a bolus, her pump is suspended. Customer declined further assistance at this time. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.